Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. The needle guide (with the needle within) was found slightly bent, and a slight gap was observed between both syringe case halves. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. The slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts event of bad slider caused xen®45 gts to break during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event of bad slider caused xen®45 gts to break during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.